Event description:
It was reported that a patient was implanted with an impella cp and experienced low pump flow. The impella cp position was confirmed to be correct but a kink was noted proximal to the outflow cage. The pump was successfully replaced with a new impella cp but the patient ultimately expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Low flow - the root cause of the low pump flow was most likely a kinked cannula since a cannula kink was observed under x-ray. Cannula kink - the root cause of the product damage (cannula kink) was not determined since product was not returned and insufficient clinical details provided.